Event description:
It was reported that a premature (B)(6) female pt with bronchitis, whooping cough, respiratory insufficiency, convulsive crisis, and mechanical ventilation was admitted to the intensive care unit on (B)(6) 2012. On (B)(6) 2012, the pt had seizures and respiratory arrest. On (B)(6) 2012, a cvc was placed to keep an open access, once the regular ones were getting harder to puncture. The catheter was being placed into the pt's right subclavian. The physician found resistance when he introduced the guide wire into the pt's subclavian and then he rotated and removed the wire. After the removal, the same guide wire was introduced into the pt's left subclavian. An x-ray was performed and it was noted a piece of wire was retained in the pt's atrium. The piece was successfully removed the next day by "cardiac catheters". On (B)(6) 2012, the pt suffered an arrhythmia and after electrocardiography, the clinical staff of the ICU suspected some wire may still be inside the pt's heart. After several exams (tomography, echocardiograms, x-rays, etc) and one deep analysis by an interventional radiologist, the strongest hypothesis is that the spring wire remained in the pt, this time traveling from the subclavian vein, through the atrium and going to the hepatic vein. According to the interventional radiologist, the pt needs to undergo one of the following procedures: try via the subclavian vein and if not successful, try the hepatic vein and if not successful, heart surgery could be mandatory. Pt was removed from ICU on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The sample was discarded.